Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's pacemaker. Additionally, failure to capture and low pacing impedance was noted. The physician alleged malfunction on the device. Corrective programming changes were made. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's pacemaker. Additionally, failure to capture and low pacing impedance was noted. The physician alleged malfunction on the device. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that the patient's right ventricular lead exhibited the high thresholds and low impedance. Surgical revision was planned to address the device and lead. No adverse patient consequences were reported.